Event description:
Review of service data detected a reportable event. Upon evaluation, charger/modem sn (B)(4) displayed a battery warning. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, there was contamination on the battery board and thermal damage to the current controlling transistor (q1). The cause for the battery warning is the contaminated battery board and damaged transistor q1. The cause of the thermal damage to q1 cannot be positively identified but contamination on the battery board likely contributed to the failure. The root cause of the contamination on the battery board cannot be positively identified but is likely liquid ingress. No adverse event resulted from the contaminated battery board or damaged transistor. The last patient to use the charger/modem did not report any deficiencies.